Event description:
Customer reported the table locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep has not yet evaluated this system, though the reported issue is currently under investigation. A follow up report will be filed when add'l details become available.